Manufacturer narrative:
(B)(4). It was reported that a patient underwent a laparoscopic rectosigmoidectomy procedure in (B)(6) 2015 and suture was used continuously on the abdominal wall, aponeurosis. The suture internally broke on fourth day of post-op. During re-operation on (B)(6) 2015, the rupture of the strip was noted, but there were no problems in the knots. (B)(4) surgical procedure.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2015 and suture was used. In the immediate postoperative, the patient sneezed and the suture used internally broke. The patient underwent a reoperation on unknown date to remake the internal suture with another device. Additional information was requested.